Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID b35300 ((B)(6)); product type: 0197-implantable neurostimulator; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an abnormal impedance reading prevented brainsense mapping for a patient. The issue involved a low impedance reading of 85 ohms at the left-sided system on a bipolar configuration at electrodes 1 and 2. The caller mentioned that this abnormal reading had been present since 2021. The agent reviewed guidelines regarding the use of brainsense with an abnormal impedance reading and discussed the possibility of obtaining imaging to visualize the lead. It was suggested that the patient follow up with their managing healthcare provider for further evaluation. No patient complications have been reported as a result of this event.